Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with l5-s1 degenerative disk disease with radiculopathy, with a small disk he rniation and underwent the following procedures: l5-s1 anterior lumbar interbody fusion with peek and rhbmp-2/acs with screw fixation and posterior fusion with rh bmp-2/acs and allograft chips. As per the operative notes: ¿the l5-s1 disk space was identified and the middle sacral vessels were cauterized. A 13 mm x 8 degree synfix spacer with the large footprint was selected. The synfix spacer was then placed in the disk space, with rhbmp-2/acs placed in the spacers. This was secured with 4 screws in the standard manner, first with an awl followed by the self-tapping screws.¿